Manufacturer narrative:
(B)(4). The cloudy effluent event occurred on an unspecified date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.